Manufacturer narrative:
The investigation is on-going. A supplemental MDR will be submitted upon completion of the investigation. This customer alleged additional results discrepancies with a different kit lot of the same test, which were subject to MDR 2243471-2020-00508. The customer site name is (B)(6). (B)(4).

Event description:
A customer in (B)(6) alleged false positive flu a results when using cobas liat sars-cov-2/flu (scfa) assay (lot 01029z). The customer claimed the curve looked abnormal. The customer retested the original sample directly on a different pcr platform (not specified) and it was negative. It was indicated that no false results went to the patient, and there was no harm or injury reported.

Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas¿ sars-cov-2 & influenza a/b test for use on the cobas¿ liat¿ system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas¿ sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course. Consignees have been notified. (B)(4).